Event description:
On 08/10/2000, the facility's product management informed the MFR's sales rep of the following: the device was implanted. After placement the physician could not get blood return, but was able to infuse. As a result, the device was removed and replaced with another device (same catalog number) without further difficulties. No further details were provided.